Event description:
It was reported that the patient presented to the emergency department with shortness of breath and atrial fibrillation. Interrogation revealed that the atrial lead had intermittent undersensing of atrial arrhythmia on presenting strip. No action was taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead implanted: (B)(6) 2013. (B)(4).